Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products:carto 3 system (model# m-4800-01 serial# (B)(4)),smartablate generator (model# m-4900-07 serial# (B)(4)),c3 webster decapolar with auto ID catheter (model# d-1085-253-s lot# unknown).(B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an av node reentry tachycardia procedure with an ez steer nav bi-directional electrophysiology catheter and suffered a heart block. Five minutes after ablation during catheter manipulation the patient had a heart block that returned to normal sinus rhythm. No intervention was provided except for steroids. There were no errors on hardware. Patient was under anesthesia. Additional information was received on the event. The heart block was possibly third degree however it is not definite. The patient was given steroids to help with inflammation or edema not as an intervention to the heart block. The patient did not require hospitalization. The patient has since fully recovered with no lasting issues and returned to normal sinus rhythm. The physician's opinion regarding the cause of this adverse event is that this is procedure related. No device malfunction is suspected.